Event description:
It was reported while using bd arterial cannula with floswitch the flow switch did not work properly. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023, the doctor closed the control valve during the arterial puncture, but the outflow of arterial blood did not stop. Immediately find relevant personnel to help, connect the arterial pressure sensor urgently, reduce the bleeding of the patient, and fix it properly.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd arterial cannula with floswitch the flow switch did not work properly. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023, the doctor closed the control valve during the arterial puncture, but the outflow of arterial blood did not stop. Immediately find relevant personnel to help, connect the arterial pressure sensor urgently, reduce the bleeding of the patient, and fix it properly.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.